Manufacturer narrative:
Device evaluated by simulated use testing, found fracture problem due to age. Device repaired and returned to the customer.

Event description:
Water leaked from a broken screw in the therapy head. Case cancelled after 411 shocks.